Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stop event was confirmed via the log file data provided by the account. The submitted log file contained data spanning from 08sep2019 at 18:28:32 to 25sep2019 at 11:07:33, per the timestamp. An isolated pump stop event with associated low speed/flow alarms was recorded on (B)(6) 2019 at 14:33:45. No other notable alarms were captured. A root cause for the pump stop event could not be conclusively determined through this investigation. It was reported that the patient was seen in the clinic and upon vad interrogation an isolated pump stop event was observed on (B)(6) 2019. The patient reported that they did not hear an audible alarm and would not have been on ac power at that time of day. The vad coordinator replaced the patient¿s system controller as they said it was in a state of disrepair. The patient remains ongoing on lvad and no further events have been reported at this time. Multiple attempts for additional information were sent to the account; however, none was provided. The heartmate ii lvas patient handbook includes important warnings related to pump stops. This document, as well as the heartmate ii lvas IFU, outlines all system controller alarms and the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump exchange on (B)(6) 2014 was reported in MFR# 0002916596-2014-01770. The pump exchange on (B)(6) 2017 was reported in MFR# 2916596-2017-01226. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came into the vad clinic on (B)(6) 2019 and interrogation of the vad showed pump stop alarms and low speed advisory alarms lasting a total of 3 seconds. The patient reported they did not hear an audible alarm and would not have been on a/c power at that time of the day. The patient's primary pocket controller was in a state of disrepair upon inspection by vad coordinator and failed the self test alarm. The patient was placed on a new pocket controller without incident. No further information was provided.